Event description:
On (B)(6) 2009, the patient was implanted with two gore excluder aaa endoprostheses to repair an abdominal aortic aneurysm. On (B)(6) 2010, the patient presented to the emergency room with severe back pain. A computed tomography revealed a retrograde distal type 1 endoleak from the left common iliac. The patient underwent a reintervention where the graft was extended on the left side implanting a contralateral leg component. Angiography revealed a slight blush; therefore, an aortic extender component was implanted into the contralateral leg component. Closing angiography revealed no blush. The patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional device: (B)(4)/pxc201400.